Manufacturer narrative:
The patient's gender, dob or age at time of event, weight, ethnicity, and race are unknown. This information was not available from the facility. During removal, the angiosculpt device got stuck on the guide wire and removed as a unit. The same guide wire was reinserted to complete the procedure, thus resulting in a prolonged procedure. No patient injury reported. Patient information regarding relevant tests/laboratory data or medical history are unknown. The information was not available from the facility. Report source: foreign- (B)(6). The angiosculpt device has not been returned, thus no returned product investigation was performed. Per the IFU, if resistance is met during manipulation, determine the cause of the resistance before proceeding. In addition, the health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter code: (B)(4).

Event description:
It was reported that during a peripheral procedure, the angiosculpt balloon was inserted over an 0.014" guide wire and inflated at nominal pressure dilating the lesion 5 times. In order to place a stent, guide wire was exchanged from an 0.014" to an 0.018". However during removal of the 0.014" guide wire, resistance was noted, but able to be removed alone. Then, during insertion of the angiosculpt balloon over the 0.018" guide wire, strong resistance was encountered at the hub and was unable to be inserted, thus were removed as a unit. After removal, the 0.018" guide wire was re-inserted and the procedure was completed with a stent. No patient injury reported.

Manufacturer narrative:
Block d9/g3: the angiosculpt device was returned for evaluation. Block h3: visual examination found a blood-stained distal shaft and a damaged (accordioned) inner member within the hub. During functional testing, a 0.018" laboratory guide wire was inserted through the distal tip and advanced through the catheter, but the guide wire was met with increasing resistance as it approached the middle of the proximal shaft where dried blood was present and could no longer advance. The guide wire was removed and attempted to back-load through the guide wire port at the hub. The guide wire was inserted past the accordioned area in the hub with minor resistance, however, increasing resistance was met around the middle of the proximal shaft and could no longer advance. Block h6: added codes 4721 (rod/shaft), 2199 (no health consequences or impact), 10 (testing of actual/suspected device), 3243 (stress problem identified), and 4307 (cause traced to component failure).